Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs avl/gvm monitor; catalog: 0570-0338;

Event description:
The customer reported that during a patient procedure, using a gs avl/gvm monitor and lopro s3, flickering occurred. A back-up competitor's device was reportedly used. A less than 90 second delay in the procedure was noted. No harm to patient or user was reported.